Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. It was reported that the patient went to the hospital with high blood sugars and ketones. She was treated with IV insulin and fluids. The reporter stated there is some physical damage to the device with visible cracks on the cartridge cap. The device will be returned for evaluation, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.